Event description:
Reference number (B)(4). Event occurred in the united states. On 1st sep, 2024, it was reported that the patient had issues with cannula not going inside the body. Which led to high bg and hospitalization. Bg value when admitted to hospital was 696 mg/dl patient received IV insulin as a corrective treatment. No further information available.